Manufacturer narrative:
(B)(4)

Event description:
According to the patient: underwent eyelid lift procedure using the suture. The area around the eye has been inflamed, raw, and scratchy. At 4 weeks post procedure, some of the sutures were removed which caused excruciating pain. Still have some sutures in at 6 weeks. The patient went to the ER, have high white count due to inflammation and received a cortizone shot. The patient is still having pain and inflammation.